Event description:
On (B)(6) 2022 the patient underwent evar (aaa), aortoiliac with bilateral ibe. As reported, during the initial implantation procedure final angiography showed the excluder main body had moved down 7-10mm from the original placement below the renal arteries. It was noted that the patient had a long aortic neck and there was no endoleak identified so a wait and see approach with ongoing monitoring was determined. On (B)(6) 2022, follow-up was performed. Computerized tomography (CT) imaging suggested graft migration of the excluder main body (rlt231412) from the original intra-operative placement down another 30mm. The cause of the issue is unknown. As reported, anatomy was correctly matched to IFU per the sizing guide. There was noted angulation in the neck, but the neck was longer. As reported, there was no calcification or thrombus was noted in the seal zone. It was further requested, based on imaging if a mural thrombus may have gone unnoticed. The response was that there was very little if any. Images were provided for consideration. The imaging evaluation showed the following: there appears to be a lack of wall apposition at the proximal end of the device. There appears to be contrast outside of the implanted device near the proximal end. There appears to be contrast outside of the implanted graft on the arterial phase. Patent lumbar artery appears to communicate with the contrast in the sac. Findings consistent with a tpye ii endoleak. Unable to confirm device migration with only one time-point. Pre-implant cta not available to review for aortic neck angle. Follow-up monitoring is planned. There are no plans to intervene at this time.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. Patient weight, medications and comorbidities were requested by the fsa from the treating facility but were not provided. (B)(4).

Event description:
On (B)(6) 2022 the patient underwent evar (aaa), aortoiliac with bilateral ibe. As reported, during the initial implantation procedure final angiography showed the excluder main body had moved down 7-10mm from the original placement below the renal arteries. It was noted that the patient had a long aortic neck and there was no endoleak identified so a wait and see approach with ongoing monitoring was determined. On (B)(6) 2022, follow-up was performed. Computerized tomography (CT) imaging suggested graft migration of the excluder main body (rlt231412) from the original intra-operative placement down another 30mm. The cause of the issue is unknown. As reported, anatomy was correctly matched to IFU per the sizing guide. There was noted angulation in the neck, but the neck was longer. As reported, there was no calcification or thrombus noted in the seal zone. It was further requested, based on imaging if a mural thrombus may have gone unnoticed. The response was that there was very little if any. Imaging was provided to gore for consideration. Follow-up monitoring is planned. There are no plans to intervene at this time.

Manufacturer narrative:
H6. Code 213, no device problem found: a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. H6. Code: 4117, device not accessible for testing: the medical device remains implanted and was therefore not available for return and evaluation. However, an engineering evaluation was performed based on the available information. Refer to the below imaging and engineering evaluation summaries. Imaging evaluation summary - reported event summary: ¿ procedural device migration of approximately 1cm followed by post-procedural migration of approximately 3cm ¿ no endoleak reported imaging evaluation summary - primary observations: ¿ the report of device migration could not be confirmed as only post-operative CT images were available. However, CT imaging taken on 5/3/2022 (19 days post-procedurally) shows the proximal aspect of the excluder device is approximately 4 cm distal of the lowest renal artery. This is consistent with the reported distal migration. ¿ the inner diameter of the proximal neck immediately distal to the renal arteries is approximately 20 mm, which is within the range of vessel diameters intended for the 23 mm trunk-ipsilateral device used. ¿ there appears to be mural thrombus approximately 2 mm thick along a portion of the proximal aortic neck. The proximal neck diameters including mural thrombus range from 20mm¿21mm. ¿ there is approximately a 6.3 mm length of circumferential device apposition at the proximal end of the implanted device. Inner diameters within the 6.3 mm of length range from 16.6 mm ¿ 18.6 mm. Outer diameters within the 6.3 mm of length range from 21.3 mm ¿ 22.4 mm. ¿ there is a small amount of contrast on the arterial phase of the CT scan along the anterior wall of the aneurysm sac near the proximal end of the implanted device. This is an endoleak of unknown origin. Imaging evaluation - incidental observations: ¿ there is a small amount of contrast on the arterial phase of the CT scan along the posterior wall of the aneurysm sac that is coincident with a patent lumbar artery. This is indicative of a possible type ii endoleak. Engineering evaluation summary: ¿ the device evaluation was performed based on what was reported to gore and images, including an imaging evaluation, attached to the event as the device was not returned for analysis. ¿ although the imaging evaluation could not confirm the physician¿s observation that the body had moved down 7-10 mm initially followed by an additional 30 mm from the original intra-operative placement, the CT images provided were consistent with the reported migration. ¿ although the cause for the reported observation that the body had moved down 7-10 mm initially followed by an additional 30 mm could not be determined with the available information, there were anatomic factors identified in the imaging evaluation that could have contributed to the reported event. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require additional intraoperative procedure time or intervention include, but are not limited to endoleak, aneurysm enlargement and component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. B5. Description summary: imaging evaluation results were removed from the event description. B5/h6. Imaging evaluation summary was updated for clarification and is included along with the final engineering evaluation in the additional information section. H6. 3233 replaced with 213. H6. 11 replaced with 4315. G3/g4. Date received by manufacturer was updated to 08-aug-2022: date indicates the date evaluation activities were completed in full.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and component migration.

Event description:
A potential type I endoleak was observed on the follow-up imaging performed (B)(6) 2022. On (B)(6) 2022, a reintervention was performed whereby a gore® excluder® aaa aortic extender component was placed proximally. There were no further reported issues.